Event description:
Ligasure maryland 37 cm instrument kept alarming check seal, surgeon regrasped tissue several times with the same result. The 44cm length ligasure handpiece was asked for. This was plugged into the esu [electrosurgical unit] and it functioned properly. Ligasure ref # lf1937 removed from field and placed in its original container and box. Lot # 43310042x, exp 2029-11-25. No injury observed to patient.